Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the loss of seal was found to be user related due to the low placement of the sealing rings below the type ia endoleak. The short angulated aortic neck anatomy also likely contributed to the event. The patient was discharged on the second post operative day in stable condition under observation. There have been no further patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4).

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to reline an afx bifurcated stent graft system. At the conclusion of the reline procedure, a type ia endoleak was observed. It was reportedly flowing into the afx device and not the aneurysm sac. The physician elected to conclude the procedure and monitor the patient. As of the date of this report, there have been no additional patient sequelae reported.